Manufacturer narrative:
The contact lens was not returned for inspection. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Device not returned.

Event description:
Customer notified coopervision on (B)(6) 2014 of complaints of temporary vision loss and abrasion to eyes. The customer was seen at (B)(6) hospital. There was no additional medical information at that time. The event did not meet the criteria for a reportable event at that time. Additional information was received from the patient on (B)(4) 2014 and (B)(4) 2015 that related lens extreme discomfort and lens tear, extensive scratches in corneal epithelium, keratitis and subsequent superficial abrasion of the cornea. Treatment included antibiotics and steroids. Condition appears to have resolved after 8 days. Vision stabilized after 1 month. On (B)(4) 2015, a report was received from the treating facility. The facility diagnosed contact lens related corneal infiltrate eyes, possible chemical injury and large epithelial defects. The treatment as stated in the email was confirmed. The lot number was provided but no lenses were returned for inspection. This event is being reported due to the epithelial defects which may indicate presentation of ulcer and related medical treatment to preclude permanent impairment of eye function or damage to body structure.